Event description:
It was reported that a strykeflow suction irrigator was leaking brown liquid. Further, it was reported that when it was opened it appeared to be coming from the battery. Moreover, it was reported that the scrub nurse accidentally dropped the battery pack in a container of saline.

Manufacturer narrative:
Reported delay in surgery of 15 minutes while liquid from irrigator was cleaned. No injury was reported. Device will not be returned for evaluation as it was discarded. If further information is received, a follow-up report will be submitted.